Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the event of no image was bent electrical contacts on the inside of the video connector. It is likely that stress was applied to the electrical contacts. The root cause of how the electrical contacts in the video connector terminal became bent could not be identified. The following directions found in the device instruction manual may have prevented the event: 6.3 connection of the endoscope "do not apply excessive bending, pulling, twisting, crushing, or other force to the endoscope, scope cable, video converter, camera head, etc. Otherwise, it may break the wire. Check that the electrical contacts inside the video connector receiver of this product are free from abnormalities such as bending or crushing. Ensure that there are no bends, crushes, or other anomalies at the electrical contacts inside the video connector of the scope." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device was evaluated by olympus. The evaluation found a bent video connector pin, causing the reported problem of image obstruction. The investigation is ongoing and the conclusive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility returned the olympus, model cv-190, evis exera iii video system center to olympus for repair with a report that an image obstruction was observed. The problem, as reported to olympus, was first identified during preparation for use. The intended procedure was completed using another cv-190, video system center. Upon inspection and testing of the suspect device, a bent video connector pin was noted. This report is submitted for the malfunction of "bent video connector pin." There was no patient injury, associated with the problem, reported to olympus.